Event description:
After an implantation period of approx. 48 months, it was reported that the device shows the eri status. The patient was hospitalized and the ICD replacement was planned.

Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the device was interrogated. The interrogation could be properly performed and revealed the eri battery status. The device was implanted for about 48 months and 35 charging cycles were recorded in the devices memory. The ICD was subjected to an electrical analysis. The interrogated current consumption of the ICD was found to be normal and as expected. However, an inconsistency between the amount of charge taken from the battery and the battery voltage was noted. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The overall current consumption of the electrical module was directly measured and proved to be normal and as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The microcalorimetry analysis showed an elevated heat dissipation. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified damaged insulation, which led to the elevated internal self-depletion. In conclusion, the device was implanted for about 48 months. The analysis revealed an elevated internal self-depletion within the battery, which led to the clinical observation.